Event description:
The physician reported that no sleep apnea monitoring data (sam data) have been recorded in device memories (aida) for unknown reason.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Preliminary analysis showed that the reported behaviour (missing data) was observed because the patient file was saved before the implant memory reading process could be completed.

Event description:
The physician reported that no sleep apnea monitoring data (sam data) have been recorded in device memories (aida) for unknown reason.

Manufacturer narrative:
(B)(4)

Event description:
The physician reported that no sleep apnea monitoring data (sam data) have been recorded in device memories (aida) for unknown reason.